Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The reported issue related to pressure transducer test failure during pre-use check has been confirmed during evaluation of the provided problem description and service report. The log files were not attached to this investigation. According to the information provided by the field service engineer (fse), it was found the nozzle unit of o2 gas module was defective and the part has been replaced. No part was returned for further analysis. The root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).